Event description:
A technician reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon reported the pt had elevated intraocular pressure on the first postoperative day that was treated with medications. The surgeon stated the pt reported a chronic foreign body sensation. In a follow up, the technician reported the pt is "disgruntled" and has not returned for follow up.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There has been one other complaint reported in the lot number. Additional info was requested on 01/07/2010 an 01/12/2010 by phone, fax, and mail. Medical records were received on 01/04/2010. (B) (4). (B) (4).